Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, asystole and a dissection occurred. The physician attempted to place a taxus express2 3.0 x 32 mm drug eluting stent to the 99% stenosed lesion located in the mid right coronary artery (rca). The stent was deployed at 10 and 17 atms. Upon removal of the stent delivery system (sds) balloon, resistance was met and the guide catheter was pulled inside the rca. While pulling to remove the sds balloon, the pt developed asystole, as the guide catheter was deeply intubated in the rca. The guide catheter, guide wire and balloon were removed quickly and the pt's rate came back without any intervention. At this point a dissection was discovered in the proximal rca and a temporary transvenous pacemaker was placed. A taxus express2 3.5 x 24 mm drug eluting stent was then placed to cover the dissection and overlap the previously placed stent with good angiographic result. The stenosis was reduced from 90% to 10%. Angiomax and nitroglycerin were administered during this procedure. Aspirin and plavix were prescribed post procedure. No add'l injuries or complications were reported.